Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to corroded motor home switch. The insulin pump was received with cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error repeatedly. The caller declined to provide the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.